Event description:
It was reported that during an implant attempt the implantable cardiac defibrillator (ICD) and the right ventricular (rv) lead had high impedance during testing and shock did not convert rhythm. The rv lead was explanted and replaced and still showed high impedance. The ICD was also explanted and replaced and the rv impedance was normal. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.